Event description:
Limited motion [joint range of motion decreased] difficulty ambulating [difficulty in walking] intense pain [knee pain] swelling [swelling of knees] case narrative: initial information received on 11-dec-2018 regarding an unsolicited valid serious case received from a physician from united states. This case is linked to cases (B)(4) (cluster) and (B)(4) (duplicate). This case involves an adult patient who experienced swelling, intense pain, limited motion and difficulty ambulating (latency: 1 week), after using with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient received intra-articular hylan g-f 20, sodium hyaluronate injection, 1 df, once (lot and indication: not provided) in bilateral knees. On an unknown date in 2018, 1 week after the injection, patient had intense pain, swelling, limited motion and difficulty ambulating. On (B)(6) 2018, patient was treated with methylprednisolone (medrol dose pak). Final diagnosis was difficulty ambulating, limited motion, intense pain and swelling. Patient received methylprednisolone as corrective treatment for all events the patient outcome is reported as unknown for all events seriousness criteria: required intervention for all events product technical complaint (ptc) was initiated with global ptc number 100125358 on 11-dec-2018 for product. Batch number; unknown device not returned. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA (corrective and preventive action) was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr (non-conformance report) process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required final investigation complete date: (B)(6)2021 follow up information received on (B)(6)2018 from healthcare professional. Global ptc number was added. Additional information was received on (B)(6)2021 from healthcare professional. Global ptc results and number added. Text was amended accordingly.

Event description:
Limited motion [joint range of motion decreased]. Difficulty ambulating [difficulty in walking]. Intense pain [knee pain]. Swelling [swelling of knees]. Case narrative: initial information received on 11-dec-2018 regarding an unsolicited valid serious case received from a physician from united states. This case is linked to cases (B)(4) (cluster) and (B)(4) (duplicate). This case involves an adult patient who experienced swelling, intense pain, limited motion and difficulty ambulating (latency: 1 week), after using with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient received intra-articular hylan g-f 20, sodium hyaluronate injection, 1 df, once (lot and indication: not provided) in bilateral knees. On an unknown date in 2018 (B)(6) after the injection, patient had intense pain, swelling, limited motion and difficulty ambulating. On (B)(6) 2018, patient was treated with methylprednisolone (medrol dose pak). Final diagnosis was difficulty ambulating, limited motion, intense pain and swelling. Patient received methylprednisolone as corrective treatment for all events. The patient outcome is reported as unknown for all events. Seriousness criteria: required intervention for all events. A product technical complaint was initiated and the results were pending for the same.